Manufacturer narrative:
The device was returned to zoll medical canada's service department. The customer's report was observed and the analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was returned to zoll medical corporation, united states. The report was attributed to a shorted primary shield on the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.